Manufacturer narrative:
Additional information: h4, h6(update codes), h11. H4: device manufacture date: the manufacturing date of the suspect lot r26a30024 is 01/31/2026. And the manufacturing date of the suspect lot r26b12048 is 02/13/2026. H11: the actual device was not available for evaluation; however, a photograph of the sample was provided. Visual inspection of the photograph identified a black spot on the inner surface of the tubing/male luer. The reported condition was verified. The cause of the issue could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a particulate matter (pm) was observed within the tubing of a continu-flo solution set. The reporter described the foreign material as a "black spot". The issue was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4 lot # : the suspect lot was one of the following : r26a30024, r26b12048. D4 expriration date / UDI #: suspect lot r26a30024 has an expiration date of 01/30/2028. UDI # (B)(4). Suspect lot r26b12048 has an expiration date of 02/13/2028. UDI # (B)(4). E1: initial reporter phone no. : additional phone number (B)(6). Should additional relevant information become available, a supplemental report will be submitted.